Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alarms were not going with insulin pump. Customer's blood glucose level was unknown. Customer stated that there was scratches on screen, accuracy issues with sensors and had random threshold suspend errors. Customer declined to speak with technical support. Insulin pump will not be returned for analysis.